Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that in 2015, the patient had a device change out and their device was programmed bipolar and agc for the rv lead and unipolar for bigger r waves, 9mv. Noise was picked up and the patient experienced dizziness and presyncope. The episodes were short, the longest was 11 seconds with 8 seconds of noise. Their intrinsic rate came through at 30bpm in the v and when all the noise came through there was no atrial pacing. The patient is dependent in the atrium with 0 percent pacing in the v. She had no falls or injuries. The physician programmed her back to bipolar and agc. The threshold is chronically high since shortly after implant (3v@0.2ms) and impedances were 560 ohms bipolar and 390 ohms unipolar. There is no mention of surgical intervention.